Event description:
A report was received that the patient¿s original ipg pocket site did not close or had reopened. The patient underwent a pocket revision procedure.

Manufacturer narrative:
Additional information was received that skin breakage was noted. The patient's pocket site was relocated.

Event description:
A report was received that the patient¿s original ipg pocket site did not close or had reopened. The patient underwent a pocket revision procedure.